Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31254616l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and the patient experienced a cardiac perforation that required pericardiocentesis and surgery. It was reported that a pericardial effusion and perforation was noticed during the afib procedure. The patient experienced a drop in blood pressure halfway through the procedure. A pericardial effusion was confirmed with intracardiac echocardiography (ice). The procedure was aborted. Medical intervention provided was a pericardiocentesis and that about 600 ccs of blood was removed. The patient was sent for cardiac surgery for repair of the perforation. Additional information was received indicating this adverse event was discovered during use of biosense webster products ablation was performed prior to noting the pericardial effusion. The physician's opinion on the cause of the adverse event was that it was procedure related. Transseptal puncture was performed. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. The patient was reported as improved.